Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu, monoblock controller, and workstation power supply. System operates as intended.

Event description:
Customer reported the system will not go past the start up stage. No patient injury was reported.